Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one portion of the screw for evaluation. Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition ¿ bruxism, clenching or overloading) or incorrect techniques used during placement of screw. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: ifnt510, full osseotite tapered certain implant 5 x 10mm, lot number 2021120897.

Event description:
It is reported that the ti base screw broke inside the implant, tried to remove and could not in any way, the only treatment option was to remove the implant. Tooth site # 26.